Manufacturer narrative:
Only the customer's meter was returned. Retention test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.9 - 4.5 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.2 inr. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4). At 2:10 pm the meter result was 6.6 inr. At 2:23 pm the meter result was 2.1 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer believed the meter result of 2.1 inr to be correct. There was no allegation of an adverse event. The customer's meter and test strips were requested for return.